Manufacturer narrative:
7/10/1998-supplement #1 sent to FDA. Device not available for eval.

Event description:
The product was used during a lung resection procedure. Reportedly, the instrument did not function properly. No pt injury reported.